Event description:
It was reported that the physician's vns handheld programmer had an unresponsive screen. The screen lock switch was adjusted, the screen was cleaned, and a hard reset was performed. This did not resolve the issue. The device powered on with no issue, but still did not respond to inputs. No patients were stated to be affected by this issue. There has been no known trauma to the handheld programmer. The vns handheld programmer and associated software were received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
Analysis was completed on the returned handheld programmer and software. No anomalies were observed with either the handheld or software. The products performed according to functional specifications.